Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing syncopal episodes. It was noted that the patient was supported by their own intrinsic rate a majority of the time. The pacemaker was reprogrammed to address patient rate drops. No further information regarding patient condition post programming changes. Patient will continue to be monitored.